Event description:
During surgery tip of #1 kerrison broke in neck of patient during anterior cervical discectomy and fusion of cervical vertebrae 5-6. X-ray used during case unable to see peice of kerrison.